Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except procedural damages.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was stable.